Manufacturer narrative:
Evaluation summary: the pump was visually inspected and was found to be in good physical condition. The keypad and labels were functional and intact. The customer's reported problem regarding delivery accuracy was unable to be duplicated. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. Furthermore, the DHR was reviewed and found to be in compliance; no manufacturing or testing issues were found. Based on these investigation results, no corrective actions will be taken at this time. Smiths medical regularly analyzes complaint data and trends, and will take further actions accordingly.

Event description:
User facility requested repair of an ambulatory infusion pump due to "pumps inaccurately". No patient details were provided.

Event description:
Information was received that a cadd solis vip is under-infusing. Upon dispensing of the medication the display read 61ml, but it only drew out 51ml from the cassette. No medical intervention was required. The patient had expired as expected, he had pancreatic cancer.